Event description:
It was reported that a person using the ilet on their first day experienced hyperglycemia with a sensor glucose of 440 mg/dl and confirmatory fingerstick readings of 348 mg/dl and later 342 mg/dl after a meal of fish and air-fried french fries without a timely meal announcement; the user performed a supply change with an inset set, verified a straight cannula, and avoided scar tissue sites, and a subsequent fingerstick showed improvement to 248 mg/dl. Symptoms included high blood glucose. Outcomes included no hospitalization and successful glucose decline after troubleshooting and education. Investigation included user counseling on meal announcements, infusion set assessment, site assessment, and monitoring of glucose trend. Investigation of this case revealed no evidence of infusion set occlusion or cannula damage and suggested that delayed meal announcement and first-day device adaptation plausibly contributed to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.